Event description:
On (B) (6) 2007, the pt was implanted with an scs system. On (B) (6) 2010, the pt was in a car accident. The pt later reported feeling a cramping sensation in the back when the stimulation was set at perception. When the amplitude is turned up, the pt can feel the stimulation in the stomach and chest. The clinical specialist met with the pt and measured low impedance on all contacts. X-rays were taken and revealed that the lead may have partially pulled out the ipg. The pt is unable to feel any stimulation in the lower extremities. The pt's doctor is out of town until july, so it is unk if the device will be explanted.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers of the pt's physician regarding medical history.